Event description:
Clinic was performing training on a dummy tummy. After treatment they noticed fluid on the right dome of the cassette. The origin of the leak could not be identified. There was no pt involvement. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.